Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Review of system log file also confirmed the reported problem. Upon functional testing fse found host pc was not booting. To resolve the issue fse reloaded the ghost for host pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine did not boot up successfully. Device was not in clinical use at the time of the reported event. No harm has been reported to philips.